Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. (B)(4)

Event description:
Customer is reporting a discrepant negative result for antibody screening / detection for one patient sample using ortho anti-igg, -c3d; polyspecific bioclone in the manual indirect antiglobulin test (iat) tube technique. Patient a information: pregnant female who was receiving prophylaxis anti-d immunoglobulin due to pregnancy, the customer said that on the (B)(6) 2015 they tested a patient sample for antibody screening / detection using ortho anti-igg, -c3d; polyspecific bioclone reagent lot rmg460ex in the manual iat tube technique in conjunction with their facility¿s own red blood cells. The customer said that they obtained a negative result for the test. The negative result was reported to a physician who questioned the result as the patient in question was known to be pregnant and receiving prophylaxis anti-d immunoglobulin due to the pregnancy. Additionally, the patient in question had previously been tested by the physician¿s facility (a different laboratory) for antibody screening / detection and the result was positive. No further detail was provided regarding this additional test event although requested. The customer said the patient in question was not harmed as a result of reporting the negative antibody screening / detection result as the requesting physician questioned the result. No treatment was altered, initiated or stopped based on reporting the negative antibody screening / detection test result. For the patient in question, a corrected positive antibody screening /detection test result was issued. The customer said that no other techniques were similarly affected.